Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Access through the external iliac arteries (eia) was difficult with heavy calcification, and a 20 fr gore introducer sheath would not advance on the ipsilateral (left) side, where eia diameters ranged from 7.4 mm to 9.0 mm. It was removed, and another 20 fr gore introducer sheath was able to be advanced. The devices were then placed without incident, and the pt was hemodynamically stable, but the final angiogram showed damage of the proximal left eia. According to the physician, this was due to the initial access difficulties with the introducer sheaths. The vessel damage was repaired by extension of the trunk with an iliac extender, covering the internal iliac artery (iia). Another angiogram showed collateral flow to the iia, and the pt emerged stable with no complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specs. Add'l device: pg203000.